Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was hardware low level failure alarm occurred during self test. Customer's blood glucose was 191 mg/dl. Customer was able to successfully clear the alarm and received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer was performed self test and the test was pass. Customer also reported that the insulin pump error occurred again. Customer stated that they performed self test was done on the insulin pump to see if it was a insulin pump had software issue and self test did not pass. Customer troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) alarmed during self test due to broken trace at pin 1/pin6 on keypad assembly. Unable to verify audio/absence of alarm during self test due to pump error 63. Unit received with cracked retainer and pillowing keypad overlay.